Event description:
During a surgery on (B)(6) 2023, the physician encountered difficulty in removing the stylet out of saluda medical evoke 12c percutaneous lead (60cm). When attempting to pull the stylet, it was noticed that the saluda medical evoke 12c percutaneous lead (60cm) was being compressed. The saluda representative indicated that difficulties were also noted in steerability of the saluda medical evoke 12c percutaneous lead (60cm). The procedure was completed by implantation of saluda medical evoke 12c percutaneous lead (90cm). During returned device analysis, some scratching was noted, due to which clarification was requested from saluda representative. On (B)(6) 2023, saluda representative advised that the reported event was noted while the device was within the patient.